Event description:
This spontaneous report was received on (B)(6) 2012 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care multiaction toothbrush, for dental cleaning (route- dental, lot number 3471t, expiration date and frequency unspecified). After an unspecified duration, the handle of the toothbrush broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. A batch record review for lot 3471t was acceptable. Retain samples evaluated met specification. Review of data associated with this complaint by product family reach total care multiaction toothbrush revealed no adverse trends and no trend involving this lot number. A sample was returned containing one reach total care multiaction toothbrush with its package with lot 3471t and toothbrush lot was 18111sg m2. Toothbrush was broken one cm below thumb grip. The handle breakage was at the thinnest point of the handle. During the over bend test of the validation no toothbrush was broken. The handle area of breakage of the returned sample was the area of clamping during execution of the over bend test. Therefore this part of the handle did not get load with bend forces during the test. A device history review performed for lot 18111sg m2 was acceptable. Retain sample for lot 18111sg m2 was evaluated and met specification. Based on an acceptable document review, acceptable retain evaluation and no adverse trends a root cause could not be determined for this complaint. There was no consumer information regarding where the consumer held the brush or the force they used whilst using the brush. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care multiaction toothbrush, for dental cleaning (route- dental, lot number 3471t, expiration date and frequency unspecified). After an unspecified duration, the handle of the toothbrush broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.